Event description:
Clinical report states the patient was revised to address metallosis and high chromium and cobalt levels.

Manufacturer narrative:
The complaint has been reopened because product information has been received which may change the investigation for the stem.